Manufacturer narrative:
Unit received compromised force system sensor alarm during basic occlusion test due to faulty force system sensor. Unable to perform basic occlusion test, occlusion test, prime and force system sensor test, excessive no delivery test alarm due to force system sensor alarm. Unit was received with normal operating currents and unexpected restart error test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor after a set change. The customer's blood glucose reading was over 250 mg/dl at the time of incident. Troubleshooting found that the plastic piece on the right side of the pump appears burnt. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.